Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was re-implanted with a new device during the same surgery. This report filed (B)(6) 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed may 5, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced sudden loss of connection to the internal device; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, october 13, 2015.

Manufacturer narrative:
Per the clinic, the patient underwent two different procedures, the first on (B)(6) 2004 and the second on (B)(6) 2004, to re-position the electrode array due to incorrect insertion. The implanted device remains. This report is filed (B)(4) 2015. Implanted device remains.